Event description:
Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. The device was surgically explanted in 2004 and the healthcare prof has returned the device to cochlear ltd.